Manufacturer narrative:
Follow-up #1 date of submission 09/29/2015-product analysis: the device was returned and evaluated by product analysis on 09/10/2015 with the following findings: review of the pump¿s black box revealed related issues. Two battery compartment cracks were observed. The returned battery cap threads were damaged and the cap was unable to attach to the pump. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm with a test cap. Unrelated to the complaint, the display was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a no-power issue and battery compartment damage. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.